Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device. It was possible that the foreign material was simethicone but the root cause of the foreign material that remained in the device could not conclusively be specified. It was confirmed that the reprocessing steps at the material residue point were not deviated from the instruction manual. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): the IFU states that detection method in gif-1th190 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-1th190 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited remains of white foreign material in the air/water tube and jet tube. Additionally, foreign objects were found inside of the air/water cylinder and plastic distal end cover. There were no reports of patient involvement.